Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Date of device manufacture year is 2004. The month of manufacture was unavailable at time of MDR filing. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the power mains input is damaged. There was no report of patient injury.

Manufacturer narrative:
Additional information was received that the reported complaint will not affect delivery of o2, agent, or ventilation from the anesthesia machine the reported complaint does not affect the function of the anesthesia machine. Therefore, the initial MDR was not reportable.